Manufacturer narrative:
(B)(4). The batch card (s) for the complaint lot(s) was reviewed and all passed qa inspections. There is one actual sample returned for investigation. Based on customer complaint description the balloon was leak upon 1 weeks of used. The catheter was pre-tested and determined function as intended prior usage. Review on the sample return shown that the balloon was split. The actual sample was then subjected to magnification under sox and visual examination determines the present of encrustation on the balloon surface. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003 ): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In current standard operating procedure as per spm-asl-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spma52-004). Catheter with defective balloon will be culled out. Based on the investigation conducted, leak balloon may have likely happened due to encrustation which can lead to balloon tear. Therefore , this complaint could not be confirmed.

Event description:
Customer reported that the balloon is defective, breakthrough after 1 week of use. On that day, the balloon of a 10ml silicone catheter 170605 was pierced. We put 10ml aqua glycerin and the balloon was checked before the catheter was inserted. We also do bladder rinses with 0.9% nacl urotainers, can this product when mixing with the urine crack the balloon? Even has urine with deposits of epithelial cells which can block the passage of urine through the catheter. The patient has been on antibiotics twice in a row. The balloon had a hole when it was removed. There was no patient harm. The catheter was inserted transurethral; patient has deposits of epithelial cells in the urine but no stones.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that the balloon is defective, breakthrough after 1 week of use. On that day, the balloon of a 10ml silicone catheter 170605 was pierced. We put 10ml aqua glycerin and the balloon was checked before the catheter was inserted. We also do bladder rinses with 0.9% nacl urotainers, can this product when mixing with the urine crack the balloon? Even has urine with deposits of epithelial cells which can block the passage of urine through the catheter. The patient has been on antibiotics twice in a row. The balloon had a hole when it was removed. There was no patient harm. The catheter was inserted transurethral; patient has deposits of epithelial cells in the urine but no stones.